Event description:
It was reported that the procedure was to treat the calcified superficial femoral artery (sfa). The 6x40 mm armada 35 pta catheter ruptured during the first inflation at 8 atm. The 6x40 mm armada 18 percutaneous transluminal angioplasty (pta) catheter ruptured during the first inflation at 6 atmospheres (atm). There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis of the armada 18 pta catheter identified that the balloon inner member and tip and markers were separated from the device and not returned. The account was not aware of the separation. There is the potential that some material remained in the patient. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported balloon rupture was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported balloon rupture appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the moderately calcified anatomy such that the balloon became damaged (scratched) and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.